Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection to find that the sensor cannula was retracted inside of the sensor base. There was no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned it opened/used.

Event description:
The customer called in to report multiple lost sensor alerts. The customer's blood glucose level was 287 mg/dl. The customer stated she corrected with 8 or 9 units of insulin. The customer stated the cannula was curved. The customer was unable to troubleshoot. The customer's sensors were replaced and returned for analysis.